Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. Product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge broke at the tip when loading the intraocular lens (iol). The customer is unsure if the iol was damaged in the process. There was no patient contact with the iol. There was no patient injury. Another iol of the same model and diopter was used to complete surgery. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Lot#: cc10756, expiration date: 08/30/2018, UDI #: (B)(4). Device manufacture date: 8/30/2017. Device available for evaluation, returned to manufacturer on: 3/20/2018. Device evaluation: the unfolder cartridge was received in its original tray. Visual inspection using magnification was performed. The cartridge was observed with broken wing and complete separation of the wing. The cartridge shows a cut on the partition line in the middle of the loading zone (hinge area). No deformed tip or any tip defects were observed on the returned cartridge. Evidence of viscoelastic residues was observed in the cartridge tube, tip, loading zone, and at the wing sections, indicating that the sample was handled and prepared for surgical use. The reported issue as ¿tip deformed¿ was not confirmed. No product deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.